Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer had inquired if there was a chance of contamination as the scopes had not been reprocessed immediately after use. According to the customer, the procedures occurred on 12/25/2021 and the scopes were wiped down at the bedside but were not used or reprocessed until 12/29/2021. Upon discovering this delay, the facility soaked these scopes for 10 minutes. The scopes were then visually inspected, manually cleaned and manually disinfected. The user facility soaked then scopes for 10 minutes again. The scopes again were then visually inspected, manually cleaned and manually disinfected. Since then, the scopes have been used for a few procedures and wanted to know if what the cleaning process was sufficient. There are no working channels on this model. The customer was instructed that the extended soak is to loosen up the bioburden materials on the scope and the reprocessing individual must inspect the scope and follow the reprocessing manual to properly reprocess the scope. The customer was encouraged to culture the scope if contamination is suspected. However, the customer was unfamiliar with the facility¿s culture process. An olympus endoscopy support specialist (ess) was dispatched to the customer site. The ess answered questions regarding the delayed reprocessing customer letter. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there were two fiber rhinolaryngoscopes that had been used and were not cleaned immediately after use. When the scopes were reprocessed five (5) days later, the scopes were not reprocessed accordingly. The scopes did not undergo the necessary steps for delayed reprocessing. There were no reports of patient harm or infection associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The following information was obtained from the investigation: the customer had a scope that was used and then sat for 5 days without conducting pre-cleaning. It was then reprocessed normally. The instruction manual recommends long soaking with solution when the scope has heavy dirt or is not cleaned right after each case. Instruction manual has information on precleaning before using scope. Therefore, this event could be attributed to human error - however, this cause could not be further identified. Within the reprocessing manual of the instructions for use (IFU), the following is stated: "preclean the endoscope at the bedside in the procedure room immediately following the procedure. These steps are to be performed when the light source is turned off." The IFU further cautions: "all disinfection steps should be performed with the endoscope and all equipment completely immersed. Otherwise, disinfectant solution may not adequately contact all surfaces of the equipment. As a result, the effectiveness of disinfection may be reduced." The IFU documents the following regarding preparation: "fill a basin with disinfectant solution at the temperature and concentration specified on the manufacturer¿s label. Use a basin which is at least 40 cm by 40 cm (16¿ by 16¿) in size and deep enough to allow the endoscope to be completely immersed." The IFU documents the following on soaking the endoscope: all disinfection steps should be performed with all equipment completely immersed. If the equipment is connected or disconnected while not immersed, disinfectant solution may not adequately contact all surfaces of the equipment, and the effectiveness of disinfection may be reduced. Immerse the endoscope in disinfectant solution. Should air bubbles adhere to the surfaces of the endoscope, remove them using a clean, lint-free cloth. Cover the basin with a tight-fitting lid. Soak the endoscope for time and at the temperature recommended by the disinfectant manufacturer. It is recommended to use a timer to monitor soaking time. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was obtained from the customer. The device had been cleared for reuse on 11jan2022.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.